Event description:
It was reported that this patient with this electrode received an inappropriate shock due to noise and oversensing. Secondary and alternate vectors had small amplitude. Automatic setup was rerun, and primary vector was selected. This s-ICD would be replaced with a transvenous device system. At this time, this electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.